Event description:
On (B)(6) 2013, the pt underwent a trial procedure and received two leads (from the same lot). Two days following the trial period ending, the pt began to experience positional headaches. In turn, the pt was hospitalized. The headaches resolved over time. The pt's physician does not believe the headaches were product related.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.